Event description:
It was reported that the patient presented to the emergency room for a follow-up after receiving inappropriate high voltage therapy. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shock for atrial fibrillations with rapid ventricular response (rvr). Programming changes were performed. There were no adverse consequences to the patient.